Manufacturer narrative:
The reported device has not yet been returned. Should the device be returned an investigation will be carried out and a supplemental report will be submitted upon completion. Manufacturer reference #: (B)(4).

Event description:
On 06/19/2026, it was reported by (B)(6) from daybreak that a daybreak device has cracked. Reportedly the device cracked on both the upper and lower arches while they were wearing the device. The incident occurred on (B)(6) 2026. No injury was reported.